Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Removal of a broken t2 ankle nail. It was detected by x-ray before the operation; the nail was implanted 1-2 years earlier at a different location.

Manufacturer narrative:
Correction - please refer to d9, the product was returned, h6 (device, method & results) codes. The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the ankle nail was received and found broken from the oblong hole. Both the distal and proximal fragments show lines of rest which indicate that the nail has broken in fatigue manner. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. No product related issue could be detected during the performed investigation of the returned device. The implant ultimately failed to withstand the applied force, resulting in material overload and fatigue failure. Based on the limited information available, the root cause of the reported event cannot be defined as this is often muti-factorial: the location of the fracture and the technical aspects of the surgical procedure could have contributed to the event. Furthermore, patient condition and activity levels post-op may also have contributed to an inadequate load distribution, and therefore the breakage of the implant. If more information is provided, the case will be reassessed.

Event description:
Removal of a broken t2 ankle nail. It was detected by x-ray before the operation, the nail was implanted 1-2 years earlier at a different location.

Event description:
Removal of a broken t2 ankle nail. It was detected by x-ray before the operation, the nail was implanted 1-2 years earlier at a different location.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.